Event description:
It was reported that the upstream sensor seal was ripped, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and there were a damaged upstream occlusion seal and the serial number decal on back of the pump was incorrect. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the upstream/downstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.